Manufacturer narrative:
Additional information: there were no difficulties removing the sheath. Resistance was noted while advancing the device to the lesion and excessive force was not used. There were two wires in the guide catheter. The stent got 'sandwiched' between these and caught on the second wire causing the leading edge of the stent to deform. No resistance was noted during withdrawal of the device. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. Bunching was evident to the inner member on both sides of the proximal markerband. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion exhibiting 90% stenosis in the mid/proximal left main (lm) coronary artery and the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that the stent could not be passed through the catheter into the artery as the tip of the resolute onyx device was deformed, causing it to jam inside the catheter. It was also reported that stent deformation occurred in vivo during positioning. The procedure was completed using a non-medtronic stent. No patient injury reported.